Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3. The following sections were corrected: h6 clinical code, problem code, and type of investigation. H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
D10: concomitant devices are unknown. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 128 months after a left total knee replacement procedure, the patient underwent a revision procedure to address component loosening. The patient was presented with significant periprosthetic osteolysis and aseptic loosening of their left total knee arthroplasty with associated pain refractory to comprehensive nonoperative management in the setting of a recalled exactech total knee device. During the procedure there was noted severe reactive synovitis and joint effusion consistent with polyethylene wear and component loosening. The femoral component was grossly loose with complete de-bonding and no evidence of an implant-cement interface. Upon removal of the cement there were severe contained osteolytic defects involving the bilateral femoral condyles. The patellar button was inspected and determined to be loose. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.